Manufacturer narrative:
The burr was received for evaluation. It was reported that the user experienced ¿shedding¿ during the procedure with. The evaluation revealed the bushing did not rotate and the batch was not deburred. There was no damage noted on the hub/sluff. Scoring was noted on the inner tube. Measurements of the scoring locations were taken and the following scoring marks were noted: .3555 inches on the proximal end; 1.2650 inches on the heat shrink; and .2335 inches on the bushing. A review of the device history records was performed which confirmed no inconsistencies (method code). After the evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder arthroscopy it was reported that metal shavings came off the burr during the case. Metal shavings were sucked out using a shaver. No patient injury was report and there was no significant time delay. The procedure was completed utilizing a backup device.